Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer had an issues with minimed mobile application after upgrading the phone to new ios. Troubleshooting was not performed. No harm requiring medical intervention was not reported. Product will not be returned for analysis.